Manufacturer narrative:
Trackwise # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that vasoview hemopro 2 btt was used at the beginning of the case but co2 would not flow through the port. Insufflator showed "occluded" error message. An accessory pack was pulled from the shelf to finish the case. Patient was not injured. No time was added to the case.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 01/08/2025. An investigation was conducted on 02/04/2025. A visual inspection was conducted. The harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on both devices. The btt was not returned for evaluation. A gfe was sent to the account as to provide a rationale for the non-return of the device and the response was that it was discarded. There were no visual defects observed on the intact harvesting device or intact cannula. Based on the non-return of the btt, the reported failure "improper flow or infusion" was not confirmed. The lot # 3000439623 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.